Event description:
It was reported that the pta balloon allegedly got caught in the sheath during removal. The physician completed the pta procedure, however, upon removal the balloon allegedly got caught coming out of an up and over 6f sheath. The intended site was the distal sfa, using a contralateral approach. The sheath and balloon were removed together. It was noticed that the balloon was ripped off the catheter. Nothing remained in the patient. No patient injury was reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample was returned and the evaluation is currently underway. The current IFU (information for use) states; if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.